Event description:
Doctor was doing a subacromial decompression and after a few passes the ceramic tip of the mitek vapr electrode cracked and broke off. Doctor was able to retrieve the piece and complete the case. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.